Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, there were no issue associated with the device's alarming system. The as5000 system passed all tests, is functioning properly and is ready for use. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. DHR review is not required as the reported issue was unconfirmed and not a manufacturing or supplier related failure. Labeling review is not required as the reported issue was unconfirmed. Corrections: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that a patient was on arctic sun device which kept alarming. They looked at the device and there was an audible alarm, but no alarm or alert messages. Technical services advised to return the device to be looked at. The customer had 2 devices to use. Per follow up information received on 22dec2021, the device would be sent to bd and the therapy was completed but using another device.

Event description:
It was reported that a patient was on the arctic sun device which kept alarming. They looked at the device and there was an audible alarm, but no alarm or alert messages. Technical services advised to return the device to be looked at. The customer had 2 devices to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.